Event description:
It was stated downstream occlusion. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
One device was returned for investigation. The event history log shows downstream occlusion alarms. However, when functionally testing occurred, the reported problem could not be duplicated. A degrades dso sensor and bubbled dso seal were replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
A1: patient identifier; EU. A3: patient date of birth; (B)(4). B5: additional information provided that there was delay in infusion therapy; probably not harmful, but not quite clear. One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The reported customer event could not be duplicated. Functional and visual testing performed. It was found that the downstream occlusion sensor degraded, along with the downstream occlusion seal was bubbled. The downstream occlusion sensor assembly was replaced.